Event description:
One week post implant it was reported that the physician was question perforation as the right ventricular (rv) lead's thresholds increased and the patient had complaints of pain. It was noted that the lead had been revised three days earlier for similar complaints. The physician decided to remove the system and replace in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.